Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed device distal tip detachment could not be determined, however, the issue was likely the result of excessive force/stress, component wear/failure due to repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit a detached distal end. There was no patient involvement.